Event description:
It was reported that the patient recently lost 60 pounds of weight by dieting and exercising, and therefore her health care provider (hcp) had to reposition the implantable neurostimulator (ins) and wire on (B)(6) 2014. Additional information requested but not available at the time of this report.

Event description:
Additional information received noted that there was a 50% or greater symptom reduction. Components involved in the event included the ins and the lead. Details of the issue were unknown. The event cause was not determined. It was unknown if it was device related. The patient was recovered without permanent impairment.

Manufacturer narrative:
Product ID: 3889-28, lot# va01r0x, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).